Event description:
Edwards learned through follow up with the healthcare provider that the reason for transcatheter valve-in-valve intervention was due to mitral bioprosthetic valve degeneration, severe stenosis secondary to severe pulmonary hypertension. The mitral valve replacement was a success and the patient was taken into the csu.

Manufacturer narrative:
Prosthetic valve degeneration. Additional manufacturer narrative: based on the information received the patient's known medical history may be a contributing factor to the reported event.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional ¿customer complaint.¿ the information reported may or may not be related to the edwards device. Edwards received information that a second device, a 26mm mitral transcatheter bioprosthetic valve was implanted using valve-in-valve intervention. The implant duration of the original valve was two (2) years and six (6) months. The reason for intervention is unknown and both devices remain implanted.

Manufacturer narrative:
Device was not returned. The device was not returned as it remains implanted. Without return of the device, further investigation cannot be performed. Attempts to retrieve further information are in progress. Should additional information be received, a supplemental MDR will be filed. The device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Bioprosthetic valve dysfunction encompasses multiple failure modes/mechanisms which may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of these failures including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.